Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set leaked. This issue was identified during patient use. The device was connected but would not stay connected resulting in computed tomography (CT) scan fluid leaking onto the patient. It was further reported that the connection was firm and secured prior to insertion of the contrast. The disconnection occurred as the contrast was introduced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage under water and pressure testing; and the device performed according to product specifications. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.